Event description:
It was reported that the device had no output, was not pacing and could not be interrogated. It was noted the device ceased pacing after the last transtelephonic monitoring session about two months ago. There was no elective replacement indicator (eri) warning or 3 month period prior to end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.